Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one patient sample. (B)(4). The initial total psa result from the cobas 8000 analyzer was 0.750 ng/ml. The repeat result from a cobas 6000 analyzer was 0.753 ng/ml. The initial free psa result from cobas e411 serial number (B)(4) was 3.43 ng/ml. The repeat result was 3.44 ng/ml. The total psa result of 0.750 ng/ml and free psa result of 3.43 ng/ml were reported outside the laboratory. The patient was not adversely affected. As the sample was no longer available for investigation, a specific root cause could not be determined. A general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).